Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively, failure occurred with the 25 mm and 40 mm quickset acetabular bits. They did not have enough cut to drill, additionally, the rigid drill handle did not grip the bit well. The drill bit remained inside the acetabulum and it was necessary to remove the bit with another instrument, which is not the appropriate one.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating that the rigid drill handle, reference (B)(4), was not working properly, for this reason the drill bit with which the specialist was drilling was released, a very reduced intra-surgical space was managed in the acetabulum, therefore the drill could not be reassembled on the rigid handle. For this reason, I report that the specialist removed that drill with an instrument called a gouge (used to cut bone).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : johnson & johnson colombia reports the rigid drill bit handle didn¿t hold the bit in place and, upon drilling, the drill bit remained inside the acetabulum and the specialist had to remove the bit using a different tool. The device associated with this report was not returned. A two-year search of the complaint database found no prior reports for this alleged issue for this part number. The lot number that determines the age of the device was not provided. With no instrument returned and no more information, no root cause can be determined for this specific instrument. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify the root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance (B)(4).